Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a diabetic ketoacidosis event occurred. On (B)(6) 2024, the patient experienced dka after his transmitter did not pair with his phone and omnipod. The patient was reportedly unable to remember how long he was out of an active sensor session at the time of the incident but became aware of the issue on (B)(6) 2024. The patient experienced dizziness and tiredness. The bg by fingerstick was 381 mg/dl and he dosed 8-9 units of insulin. The patient presented to the emergency department where the bg was 418 mg/dl. The patient was treated with insulin and fluids. He was discharged the following day while euglycemic. Although it was reported that the patient was discharged the following day (less than 24 hours). The patient's condition was normal at the time of the report. Data was provided for investigation. The problem was confirmed. The probable cause could not be determined post investigation. No additional patient or event information is available.